Event description:
Visiting nurse visited home because pt's wife called and reported catheter had fallen out. Wife reported she went to flush line and fluid squirted out of end. Nurse noted the IV dressing was loose and dried blood was at the insertion site. Nurse noted external heplock cap and tubing with the blue rectangular box laying on the skin. No evidence of internal catheter could be seen. Insertion site was slightly firm. Pt was sent to nearest hosp ER with instruction to keep arm straight and still. Pt was referred to see a surgeon the following day for removal of the catheter. However, the catheter had migrated and pt required retrieval of catheter through the femoral artery.